Manufacturer narrative:
The device has not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer requested repair of the patient interface. Requests for additional information have been made. No additional information has been provided.